Event description:
It was reported that the patient experienced a loss of therapeutic effect that was unrelated to their stimulation therapy. The patient's symptoms have returned over the past 'couple weeks' with symptoms becoming even worse last night. The patient's legs and hands showed increasing tremors. It was noted that the patient suffered a fall a 'couple weeks' ago but the patient was unsure whether it was related to the symptoms. Additional information was requested but was not available at the time of this report.

Event description:
Additional information was received. It was reported that the event was caused by the implantable neurostimulator (ins) battery depletion due to a battery end-of-life condition. Worsening tremors was reported as signs and symptoms associated with the event. A surgical intervention occurred to replace the ins. Patient outcome reported as no injury.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6), product typ extension, product ID 3387s-40, lot# v291949, implanted: 2009 (B)(6), product typ lead. (B)(4).